Event description:
It was reported to boston scientific corporation that the physician was not satisfied with the positioning of the mesh leg during the first two placement attempts using an uphold vaginal support system in a pelvic floor repair procedure. On the third placement attempt, as the physician pulled the capio device out, he discovered that the suture, with the needle at the end, had detached and was captured inside the capio device. Reportedly, the physician does not know how or when the suture broke. The physician removed the uphold mesh from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Event description:
It was reported to boston scientific corporation that the physician was not satisfied with the positioning of the mesh leg during the first two placement attempts using an uphold vaginal support system in a pelvic floor repair procedure. On the third placement attempt, as the physician pulled the capio device out, he discovered that the suture, with the needle at the end, had detached and was captured inside the capio device. Reportedly, the physician does not know how or when the suture broke. The physician removed the uphold mesh from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine.

Manufacturer narrative:
Visual analysis of the returned mesh assembly revealed that a portion of the lead suture and needle was missing and was not returned from the blue and white dilator. The capio device was not received for analysis. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event.

Manufacturer narrative:
(B)(4) for suture detachment.